Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. The device was returned to the biomedical department for a report of, "we observed a change setting in the flow rate during the administration of chemotherapy drug." No specific patient information, pump programming, or event details were provided. The customer contact reported there was unspecified patient effect and reported medical intervention. No specific details were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.31ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2014 at 0856, line a was programmed to deliver at a rate of 333ml/hr, with a vtbi (volume to be infused) of 500ml, for a duration of 1 hour 30 minutes, and the delivery was started. At 0902, the device alarmed n190 (negative proximal occlusion delivery). At 0904, the delivery was restarted. At 0907, the device alarmed n101 (no action alarm). At 1027, the device alarmed n161 (line a vtbi completed), kvo (keep vein open) 1ml/hr started. At, the delivery was stopped with a volume infused (vi) of 500.2ml, the device was programmed to deliver at a rate of 200ml/hr, with a vtbi of 100ml, for a duration of 30 minutes, and the delivery was started. At 1049, the device alarmed e346 (distal pressure sensor 2), delivery was stopped with a volume infused (vi) of 526.2ml, device was turned off and on, and the delivery was restarted. At 1112, device alarmed n161, kvo 1ml/hr started. At 1113, alarm was silenced. At 1116, the device alarmed n101, line a was programmed to deliver at a rate of 500ml/hr, with vtbi of 500ml, for a duration of 1 hour, and the delivery was started. At 1148, the device alarmed n190 and alarmed was silenced. At 1150, line a was programmed to deliver at a rate of 200ml/hr, with a vtbi of 100ml, for a duration of 30 minutes and the delivery was started. At 1217, the delivery was stopped with a vi of 957ml and the device was turned off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.